Manufacturer narrative:
The referenced (B)(6) 2017 gastrointestinal bleed was reported under medwatch MFR report # 2916596-2018-02514. Approximate age of device ¿ 1 year and 6 months. The device remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to a decrease in hemoglobin levels. The patient was treated with aspirin, plavix and tranexamic acid. The patient was transfused with 8 units of red blood cells. On (B)(6) 2017, an ileocolonoscopy showed an oozing hemorrhage at the right flexure. A clip was applied. The patient was discharged from the hospital on (B)(6) 2017. No additional information was provided.